Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that balloon damage was confirmed on the 9th day of placement. Per additional information: on (B)(6), 13:30 pm, the patient claimed to the user that she heard a burst sound from her abdomen. The user checked her abdomen, but no abnormalities were confirmed. The patient did not notice any symptoms. She was kept monitored on that same day, 15:30 pm, the patient claimed to the user that she heard a burst sound from her abdomen again. The user checked the inserted catheter in her urethral meatus, and found the catheter to be dislodged with a damaged, and deflated balloon. It was confirmed that there were no remaining pieces in the patient's body. Another catheter was not used. There was no patient injury reported. Self limited bleeding was observed just once in a diaper. There was no bleeding observed after that, and the patient had normal urination. There were no missing pieces on the balloon of the catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted irregular balloon burst. No pieces of sac were missing. Evaluation found an irregular burst. The sample was evaluated under a microscope and conditions were found that could be associated with the reported event. Exact cause however, could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that balloon damage was confirmed on the 9th day of placement. It was later reported on (B)(6) 13:30 pm, the patient claimed to the user that she heard a burst sound from her abdomen. The user checked her abdomen, however no abnormalities were confirmed. The patient did not notice any symptoms. She was monitored on that same day, 15:30, the patient claimed to the user that she heard a burst sound from her abdomen again. The user checked the inserted catheter in her urethral meatus, and found the catheter to be dislodged with a damaged, and deflated balloon. It was confirmed that there were no remaining pieces in the patient's body. Another catheter was not used. There was no patient injury reported. Self limited bleeding was observed once in a diaper. No bleeding was observed after that, and the patient had normal urination. There were no missing pieces of the catheter balloon.